Manufacturer narrative:
The device is not available for evaluation. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, patient-prosthesis mismatch may have been a contributing factors for the valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), approximately one year after the implant of a 20mm sapien 3 valve within a 19mm magna ease surgical valve, the valves were explanted and a non-edwards surgical valve was implanted. At last report the patient was fine and discharged. Echo performed 2 months post valve in valve procedure showed a normal position of the aortic valve, regular hemodynamics of the cusps. High gradients were confirmed with a mean gradient of 42mmhg and peak gradient of 71mmhg, the valve area was 1.04cm2, and no central or paravalvular regurgitation was observed. Echo and ECG performed 10 months post valve in valve procedure showed increased high gradients with a mean gradient of 52mmhg and peak gradient of 85mmhg, reduced functional area of 0.66cm2, and no central or paravalvular regurgitation was observed. The increased gradients were considered likely due to the size of the valve. At first analysis, the cause of the failure was suspected to be patient-prosthesis mismatch.

Manufacturer narrative:
Additional information was received sections were updated. Section (age at the time of event) was corrected. The valve was returned to edwards lifesciences for evaluation. During visual analysis it was observed that the valve was returned inside an edwards surgical valve, the frame was distorted (likely due to device explanation), the frame was x-rayed and no cracks were observed, no host tissue/calcification was observed on the valve or valve x-ray images, and the leaflets were flexible/pliable. No calcification and host tissue/pannus growth was observed on the explanted valve. Due to the returned condition of the valve (frame distorted), no functional or dimensional testing was able to be performed. It should be noted that the 20mm sapien 3 valve was implanted in a 19mm bioprosthetic surgical valve. The sapien 3 valve with the commander delivery system is currently indicated for native aortic valve replacement only in italy. Per manufacturing mitigations, the adequacy of thv valve coaptation and valve appearance are 100% inspected before and after valve holder attachment. Additionally, prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure no damage to the valve from handling during manufacturing. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Based on the visual observation of returned sample, the complaint of valve stenosis could not confirmed. No manufacturing non-conformities were identified during evaluation. A review of complaint history, lot history, device history record (DHR) and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. A definitive root cause was unable to be determined at this time. However, patient-prosthesis mismatch (20mm thv implanted within a 19mm surgical valve) may have been a contributing factors for the valve stenosis. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limits for applicable trend category, no corrective or preventative action is required at this time.